Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the handpiece was heating up during use. There was no patient or user impact. There was no surgical delay.